Event description:
Dome detached at the moment it was seen when pulling out the catheter for removal. Indwelling period was 235 days. No vinegar was used at irrigation. No lubricant was used and the device was free-floating within the fibrous tract prior to removal.